Event description:
End user reported the end user was going down a ramp at a hotel when the end user stated the end user pitched forward and fell out of the unit. End user sustained a broken left leg.